Manufacturer narrative:
Other, other text: additional information: e1: email address.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The error was confirmed to have occurred in the vent history log. An occlusion test was performed and the issue was not duplicated. The speakers were replaced as prevention.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a primary audible alarm. There were no adverse events reported.